Event description:
It was reported that surgical intervention due to pain was performed on the patient's right hip in (B)(6) 2010. The exact nature of this invervention has not been reported to the manufacturer.